Event description:
On (B)(6) 2025, customer reported that they received discrepant results on nine samples while running the aptima combo 2 (ac2) assay (ml 914754) on their panther instrument (sn (B)(6). On (B)(6) 2025, customer initially tested all nine samples on ac2 worklist (wl) (B)(4) and received chlamydia trachomatis (CT) negative / neisseria gonorrhoeae (gc) positive results on seven of the nine sample ids (sids) (B)(6). Customer received CT positive / gc positive results on the other two sids (B)(6). Customer inspected the sample shield after the initial testing and reported a faint dried smear on the shield surface, adjacent to where the affected samples were loaded. Customer replaced the sample shield and retested eight of the nine samples (all except sid (B)(6) on the same wl and received CT negative / gc negative results on sids (B)(6), and CT positive / gc negative results on sids (B)(6). On (B)(6) 2025, customer performed an additional retest of all nine samples on (B)(4) on a different panther instrument (sn (B)(6) and received CT positive / gc positive result for sid (B)(6), CT equivocal / gc negative result for sid (B)(6), CT positive / gc negative results on sid (B)(6), and CT negative / gc negative results on the other six samples. Customer confirmed none of the results from the initial (B)(4) were reported out, and they requested sample recollection of all samples. Customer did not provide any information on the patient or patient treatment. Hologic has not been informed of any adverse patient outcomes related to this issue.

Manufacturer narrative:
Hologic reviewed the panther logs and worklists and noted there were no indications of hardware or reagent preparation issues that affected results. While the cause of the observed discrepant results is unknown, it is possible the string of nine gc positive results occurred due to an interaction with an incorrectly seated sample shield. Hologic review did not show indication of instrument contamination. Hologic has not been informed of any adverse patient outcomes related to this issue.